Event description:
It was reported that the intraocular lens was removed intraoperatively due to haptic damage noted during insertion. The incision was enlarged. Another lens of the same model was implanted successfully. Please reference MDR# 1119279-2012-003339 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.